Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 380 mg/dl and excessive no delivery alarms. Troubleshooting found that there were no leaks and customer changes site every 2 to 3 days. Customer could not remove the current set because customer is in the hospital and doesn't have another set to use. The customer was advised that the pump would be replaced and agreed to return the product for analysis.